Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The company rep reported that the patient who had previously been implanted with a accolade 1 hip stem was being revised for infection and possible metallosis. The customer further reported that there was wear on the medial side of the femur. The patient had a stage 1 revision and the surgeon put a spacer in place until the infection had cleared up. The stage 1 revision was completed successfully.